Event description:
International customer reported that a pt presented with a recurrent hernia at an unspecified time following an initial incisional hernia repair. The pt was returned to surgery for repair. The surgeon reports that there was a tear in the middle of the device.

Manufacturer narrative:
Date sent to FDA: 06/27/2008. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.